Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 20:17 76 mg/dl, 20:26 208 mg/dl, and 121 mg/dl 2) 20:43 50 mg/dl ,20:53 hi (greater than 600 mg/dl), and 20:54 529 mg/dl the customer injected novomix 30 based on the device result of 529 mg/dl, one hour later, he reported low blood glucose symptoms which he treated with dextrose, cake, and chocolate. No adverse event related to the device was reported. Requested return of suspect device.